Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via company representative email that customer's father was contacted regarding upgrade to customer's insulin pump. Customer's insulin pump was not communicating with meter, experienced unexplained no delivery alarms, rewind had to be restarted, batteries needed to be changed frequently and battery compartment was chipped.